Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor malfunction. Customer also indicated that they were recently hospitalized with diabetic ketoacidosis. Customer does not recall any significant events leading to the motor error, except to say that they wee giving themselves a bolus. Customer's blood glucose at the time of call was 192 mg/dl and went up to 221 mg/dl but was unknown when was in hospital. Troubleshooting was attempted for the motor error however; customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump alarmed during error test due to faulty connector on interface board. No motor error alarm or excessive no delivery alarms noted during testing. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.